Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: it was reported that "needle-tip breakage occurred in several needles" please clarify and confirm the number of devices that failed during this single procedure? No further information is available. What was the date of the initial procedure? No further information is available. Name of the procedure? Blepharoptosis surgery. Date the event occurred? No further information is available. Lot number the lot number is unknown. No further information will be provided. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts were made to obtain the following information. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a blepharoptosis surgery on an unknown date and suture was used. During the procedure, the needle tip was broken during use on the tarsus. No pieces fell into the patient. There were no adverse consequences to the patient. No additional information was provided.